Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/27/2019.

Event description:
The customer reported a sensor fault. There was no patient involvement.

Event description:
The customer reported a sensor fault. There was no patient involvement.

Manufacturer narrative:
MFR received date: 25sep2019. Date of report: 27sep2019. The manufacturer¿s field service engineer (fse) confirmed the device did not have any problems. The user wanted was attempting to buy spare parts for inventory. There was no product problem or device malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.